Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that cable would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the cable. The rse informed the customer that because the customer purchased the reported product from one of our retail partners. Philips does not do field support for the device and let the customer know to contact the retail specialist partners directly. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the green cable is defective. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.